Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely for follow up via merlin.net. Review of the transmission revealed, the pulse generator exhibited episode of over-sensing resulting in pacing inhibition. The patient is pacemaker dependent. No patient condition or intervention was reported.